Event description:
It was reported by service report that the cot would not release from the powerload system. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Powerload plastic covers. Manufacturers investigation is still ongoing; if additional information is received, a follow-up report may be submitted.